Event description:
It was initially reported on (B)(6) 2013, that an implantable neurostimulator (ins) overdischarge was suspected. The last time stimulation was felt was 6-12 months ago. The last successful recharging session was over a year prior to report. The patient turned stimulation off shortly after because his condition improved. About one month prior to report the patient ¿jacked up his back¿ and may have done something to a disk. The patient had lower back pain, and tried to turn his stimulation on. The patient tried to recharge, but both devices were not working. It was noted the physician would not meet with the patient until he had an MRI, but the MRI center realized the patient was unable to have an MRI of that area, and would not continue with the test. Additional information received a week later reported telemetry issues. The ins was in an overdischarged state. The patient was instructed how to perform a physician mode recharge (pmr) at home. The patient charged to ¾ full last night. A manufacturer representative met with the patient on (B)(6) 2013 and received a ¿charge now¿ message. It was noted it had been 16 months since the patient last used the device. The patient was getting four coupling bars. It was further reported five days later the power on reset (por) had not yet been cleared. On (B)(6) 2013 the por was cleared and the system was working fine. It was noted a ¿strike¿ did accrue on the battery. Additional information received reported one of the patient¿s devices was explanted today. It was noted the patient¿s other system was still implanted and he was using it with no issues and good coverage.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found that the ins had reduced battery capacity due to overdischarge. It was reported that the ins was received in an overdischarged condition. There was no telemetry and no output. After one full physician mode recharge and a normal recharge, telemetry and output was restored. According to the trace report taken from the ins, the battery was last recharged on (B)(6) 2012. The ins went to the lock ("sleep") mode on (B)(6) 2012. The ins subsequently went to an overdischarged condition and was no recharged again until it was received in the returned product analysis lab.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3888-45, lot# v513007, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-45, lot# v183294, implanted: (B)(6) 2011, product type: lead; product ID 3888-33, lot# v542025, implanted: (B)(6) 2011, product type: lead. (B)(4).